Event description:
It was reported that the patient experienced fast heart beats and presented to the emergency room. A transmission observed the right atrial (ra) lead with suspected intermittent undersensing. The lead remains in use. No patient complications have been reported as a result of this event.